Event description:
According to the reporter, during a laparoscopic recurrent hiatal hernia, the device was difficult to toggle, to load and unload. While being used on suturing of stomach the device¿s needle seemed to have difficulty passing through tissue and entering back into the jaws of the device. The needle appeared bent and tissue was getting trapped in the jaws of the device. This occurred with multiple sutures. The needle ended up breaking off in the jaw of the device when unloading. A new device was used to complete the case with no issues. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual functional indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.